Event description:
The following has been reported: customer reported: pump: 2212201060 (B)(6) 2024 we need to check for overinfusion, set issues, and pump issues pump problem warning, no further information provided a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for a valve 2 leak rate failure. The pump was provisioned to 5.9.2 software and is no longer experiencing a leak rate issue. The pump was run at a rate most likely to induce a leak failure and passed. An internal investigation found no signs of damage.